Event description:
It was reported that three months after the spaceoar vue placement procedure, the patient visited the physician stating that he had pain in the perineum after the procedure. Th patient then saw a colon-rectal surgeon who operated to possibly remove the infection. During the surgery they noted that a hydrogel-like substance was coming out as well. The physician attributed this to the gel following the needle track before solidifying. The patient current condition was unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of unspecified infection.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Correction: block h6 device code a1502 has been added. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2025. Block d4:h4. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of unspecified infection.

Event description:
It was reported that three months after the spaceoar vue placement procedure, after the procedure, the patient visti the physician stating that he had pain in the perineum after the procedure, the surgeon cut the patient to possible removed the infection and noted that the hydrogel-like substance was coming out as well. The physician attributed this to the gel following the needle track before solidifying. The patient current condition was unknown.